Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated discrepant axsym hbsag results for a patient specimen. The patient specimen tested axsym hbsag initially reactive but repeated nonreactive. A second specimen was drawn from the patient 3 days later which showed a strong axsym hbsag reactive result. Axsym hbsag confirmatory testing was positive for both specimens. Pcr testing was performed but the interpretation of the results are unknown.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No returns were available to be tested in this investigation. As there are different taqman pcr systems with different kinds of sensitivities or detection limits, it is impossible to state whether the sample is below or above the detection limit for hbv dna. Information on which pcr system used by the customer was not available. Testing of a retained sample (reagent kit stored at abbott laboratories) of the lot number identified in this complaint met package insert claims; index calibrator and controls showed values within typical range. Hbsag sensitivity specimens (virus subtype: ad) have been tested instead of the unavailable patient sample and gave a result of 0.36 ng/ml. This result is very well within the range of 0.10 to 0.60 ng/ml, which is reported in the package insert as typical axsym hbsag (v2) sensitivity results from clinical trials and studies done at abbott laboratories. The hbsag sensitivity value represents the lowest detectable concentration of hbsag, which resulted in a reactive result using the respective reagent lot number. Furthermore, the specificity of reagent lot 65333lf00 has been evaluated testing hbsag specificity panels (specimens tested for final lot approval), which showed normal performance without false reactive results. A comparison of the final lot approval and retained sample data for lot number 65333lf00 showed that the negative control, positive controls, hbv sensitivity and specificity specimens showed values well within the specification range. In addition and to analyze the account observation of discrepant and/or erratic results between two bleeds of one patient the retained sample of axsym hbsag (v2) reagent was tested with two commercially available seroconversion panels to assess the clinical sensitivity of the current assay. The obtained results were compared with test data received from tests of same seroconversion panels with axsym hbsag (v2) reagent, lot number 47170lu00 as a reference lot. For both seroconversion panels reagent lot number 65333lf00 detected the same bleeds reactive as the reference reagent lot number 47170lu00. Based on these data it is demonstrated that the sensitivity performance of lot number 65333lf00 is not adversely affected. As part of this investigation the complaint and manufacturing records of the lot number mentioned were reviewed and no problems relating to the account's observation were observed. Based on this investigation, it is determined that axsym hbsag (v2) reagent, lot number 65333lf02, identified in this complaint, is performing acceptably. This is the final report.